Manufacturer narrative:
The device was used for treatment. The device was not returned for analysis, therefore, the clinical observation could not be confirmed. The lot number of this device was not provided, therefore neither a review of the device history record nor complaint history could be performed. Inspection procedures require any oscor product pass all in-process and qa final inspections before shipping to the customer. Destino steerable guiding sheath in-process and final inspection,perform leak test according to procedure based on available leak tester. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. The leak test is performed by qa on 100% of the sheaths. Per IFU, use the sideport, located at the handle, to inject contrast solution or fl ush the steerable sheath. The steerable sheath must be thoroughly fl ushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient.wet the dilator shaft with sterile saline solution prior to insertion through the hemostatic valve. Note: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing nonconformity.the event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Correction: per destino steerable guiding sheath in-process and final inspection, leak test: perform leak test according to procedure, based on available leak tester. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Event description:
It was reported that tourguide sheath was leaking. It's unknown when the product issue identified or how the device issue resolved. There were no known patient side effect or adverse event reported. No additional information is available.